Event description:
Additional information received from the manufacturer representative indicated the patient's hospitalization and illness were completely unrelated to the pump. The plan was wean the patient off pump medication. An explant of the system would occur at some point in the future. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone (15 mg/ml at 3.052 mg/day) and bupivacaine (2 mg/ml at 0.4069 mg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. The other medications that the patient was taking at time of the event were unable to be obtained. On (B)(6) 2016, the rep reported that a nurse practitioner attempted to refill the pump at the clinic during the previous week, but was unable to complete the refill. Pump refill under fluoroscopy was rescheduled for (B)(6) 2016. The patient was hospitalized for 2 weeks in (B)(6) 2016. She had a cholecystectomy, pancreatitis and heart rhythm problems. In the last couple of months, she lost about 20 pounds. On (B)(6) 2016, the pump had to be manually flipped to refill under fluoroscopy. The hcp attempted to aspirate the catheter but could not. The amount aspirated from the reservoir was 14.5 ml (double what it should have been). The refill was completed. No changes were made to the simple continuous rate. The patient was going to meet with the hcp in about a week to discuss surgical revision versus explant. Surgical intervention had not occurred and it was unknown whether surgical intervention was planned. No symptoms were reported. At the time of the report, the patient was alive with no injury and the issue had not resolved. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.